Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving control iq low alerts despite having alerts turned on. There was no reported impact to the customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support and alleged that issue resolve itself.